Event description:
It was reported that during inspection the unit was identified to be sent in for maintenance but found in need of repair due to motor error and damaged cable. No patient involvement or impact. Due diligence information complete. During product evaluation technician verified that the motor function failed / motor speed unstable.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: norway. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined damaged cable and motor function failed / motor speed unstable. The outer insulation of the cable was cut. The wiring harness and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.